Event description:
It was reported that there was an incomplete bone fracture around the distal low profile screw after/during intertan operation. An intertan 26 cm nail and trigen low profile screw were used. No other complications were reported.